Event description:
It was reported following a heart catheterization a 6f angio-seal vip was used. The patient complained of pain in the lower leg; a cold foot and decreased pulses were identified. The patient was sent to radiology where an angiogram revealed decreased blood flow. The patient underwent surgical intervention and exploration of the groin site which revealed no angio-seal or embolus. Further investigation downstream identified embolus and the angio-seal; both were removed. Blood flow was restored and the patient was reported as doing well.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusive determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.